Event description:
On (B)(6) 2013 patient reported experiencing unexplained elevated blood glucose readings and he has noticed that these elevated readings correlate with a low battery alert. Patient stated he noticed that he will have unexplained elevated blood glucose readings and then 1-3 days later his infusion device will display a low battery warning. Patient reported that on thursday, friday, and saturday his blood glucose readings have been up to 300-400 mg/dl. Patient's target blood glucose range is under 200 mg/dl. Patient stated he would bolus to bring his blood glucose levels down. Patient reported then on saturday he received a low battery alert. Patient is using a competitor's infusion set. Patient reported that 2 months ago he went swimming with the infusion device. Patient stated he thinks when the battery is getting close to low voltage, that maybe it is not pushing the piston rod as it should and he is questioning the delivery of the insulin. Patient reported it may be "slowing down the basal." The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, adapter, and cartridge for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The warning w2 (battery low) were found in the pump history. The mentioned w2 warning is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the technical investigation. Consumables: cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.